Manufacturer narrative:
Concomitant medical products: 402452, lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead alerted for low impedance due to a likely inner insulation breach. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.